Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experience to hyperglycemia. Customer's blood glucose level was 567 mg/dl at time of incident and current blood glucose level 588 mg/dl. Customer treated with manual injection. Customer had using insulin pump within 48 hours of reported high blood glucose event. Customer reported that insulin pump was in auto mode feature active and automatically adjusting insulin at time high blood glucose event. Customer stop to troubleshooting. The insulin pump will not be returned for analysis.